Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a documented blood glucose nadir of 52 mg/dl while using the ilet bionic pancreas, without device alerts for high or low and without need for assistance or medical intervention; the episode was corrected with oral carbohydrate intake including pineapple juice, bread, and cheese, and subsequent follow-up showed blood glucose at 168 mg/dl trending down. Symptoms included none reported. Outcomes included transient hypoglycemia that resolved with self-treatment and monitoring. Investigation included review of the event details and user report, including dietary announcements and coaching on carbohydrate treatment and monitoring. Investigation of this case revealed that the low blood glucose was associated with user behavior, specifically multiple meal announcements not corresponding to actual intake, which can lead to excess insulin delivery and subsequent hypoglycemia; no device malfunction or alert failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.